Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient reported having issues with cassettes that were causing the homechoice to alarm and prevented therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This report is 3 of 15.

Manufacturer narrative:
(B)(4). The reported event was unknown. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.